Event description:
When the physician advanced the 2.0 x 15mm sakura fire star balloon to the lesion, he was unable to inflate the balloon. The mid circumflex lesion was a calcified chronic total occlusion and friction had been felt while crossing the lesion. There had been an attempt to inflate the balloon with an indeflator at 14atm using a contrast to saline ratio of 1:1. The fire star was removed easily from the pateint without injury, and the procedure was completed with another device. The product analysis of 8/9/2011 revealed that a leakage was detected in the inner body of the catheter. No leakage or anomalies were found in the balloon.

Manufacturer narrative:
During a percutaneous coronary intervention (pci), a physician advanced the 2.0 x 15mm sakura fire star balloon to the lesion, but the balloon could not be inflated. The mid circumflex lesion was a calcified, chronic total occlusion and friction had been felt while crossing the lesion. There had been an attempt to inflate the balloon with an indeflator at 14atm using a contrast to saline ratio of 1:1. The fire star was removed easily from the patient without injury and the procedure was completed with another device. The failure reported was not confirmed since no anomalies were found in the balloon; however a leakage was detected in the inner-body. The exact cause of the reported failure and inner-body condition could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the failure and inner body condition are related to manufacturing process. Therefore no action will be taken. One non-sterile firestar 2.00 x 15 mm was received coiled inside a plastic bag. Inflation residues were found along the unit. The unit was received wavy; this condition on the shaft could be related to the way of the unit was sent for the analysis. The balloon was already inflated and the inner body elongated. Pressurized water was applied through the unit using an indeflator device and a leakage was detected in the inner body. No leakage or anomalies were found in the balloon. Sem results showed that the inner member's external and internal surfaces exhibited evidence of abrasions. The exact cause of the inner member leakage could not be conclusively determined. The unit was analyzed by the pet. A process assessment was performed and it was concluded that the sakura assembly line, has enough controls implemented to detect any kind of leakages throughout the process.